Event description:
A bottle of test strips has a usable expiration date of 03-31-2006; however the manufacturer's inventory system check indicates the test strips are expired with a date of 03-31-2003. Reporter stated being uncertain where the strips were purchased and no longer has the box of test strips. A request was made for the return of the suspect product and replacement product was sent.